Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 580 mg/dl and a high level of ketones. Suspected cause was due to customer not completing load fill tubing process. A supply change was performed to resolve the issue, however customer's bg remained elevated. Customer administered a correction bolus to treat elevated bg. Reportedly, customer reverted to an alternate form of insulin therapy.